Event description:
It was reported that a motor stall occurred. No additional details were provided. It was later reported that the pump was explanted. At the time of this report, the patient status was ¿alive-with injury.¿ the patient was reportedly ¿duragesic¿ and experienced underdose symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n169797008, implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the patient was not receiving pain relief. The cause of the motor stall was unknown. The patient recovered without permanent impairment

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported it was not determined what caused the motor stall. The pump was being returned to the manufacturer for analysis. Additional information later reported the motor stalls occurred as follows: (B)(6) 2014 motor stall 2:22, (B)(6) 2014 motor stall recovery 11:09, (B)(6) 2014 motor stall 6:35, (B)(6) 2014 motor stall recovery 20:09.

Event description:
Additional information later diagnostic/troubleshooting included checking the logs. The location of the patient¿s symptoms was noted as ¿whole body¿. The pump was used to deliver fentanyl and bupivacaine..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.